Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: one photo was received for investigation by our quality team. Upon visualization of the photo, the photo shows a syringe with the tip broken off. A device history record (DHR) review was performed on the batch associated with this investigation (batch 8270710). The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe catheter tip 2oz experienced cannula breakage. The following information was provided by the initial reporter: material no: 309620, batch no: 8270710. It was reported that the tip of the syringe broke off while the nurse was preparing it for use. Event description per customer's email states, I just wanted to let you know that we had an incident filed around usage of bd item #309620, which is 60ml toomey syringe. No harm came to the patient or the nurse. However, because a ticket was placed with risk management that department has asked me to forward the information to you and investigate if you have had similar incidents with this product. The tip of the syringe broke off as the nurse was preparing it. The nurse unfortunately did not retain the broken syringe but did take a picture of it. The syringe tip usually is way too sturdy for that to occur. The lot # appears to be 8270710.